Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a frayed grip cable at the distal end. For clarification, the cable is frayed and not broken. The frayed cable strands stuck out at the wrist.

Manufacturer narrative:
An investigation is in progress. The instrument was requested to be returned for evaluation by the failure analysis team, but it has not yet been received. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the small grasping retractor had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the malfunction occurred during the procedure, there were no problems during the start-up. No further information about the procedure or the patient could be provided.